Event description:
Initiated new 250ml d51/4ns bag of intravenous fluid (ivf) via braun IV pump. Ivf rate set as ordered at 18ml/hr. Volume to be infused set at 48ml so that IV site could be assessed after approx 3 hrs of infusion time. The alarm warning for "volume to be infused" did not go off after the 48ml infusion. Rn checked on pt. Multiple times noting that ivf rate was at 18ml/hr and that IV site was patent and clear. At 0200 rn went into room to assess pt.'s vs and found ivf rate to be infusing at 60ml/hr with a remaining volume to be infused at over 300ml. Ivf infusion stopped. Pt assessed. Lungs clear. Vital signs stable (vss). Ivf pump changed. Dr notified. No new orders received.